Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen lps-flex prolong articular surface, catalog #: 00596204012, lot #: unknown. Nexgen stemmed precoat tibial component, catalog #: 00598004702, lot #: 62383338. This product is manufactured by zimmer biomet (B)(4) and is cleared or distributed in the united states under PMA number p060037. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02339 and 0002648920-2017-00243.

Event description:
It was reported that following a knee arthroplasty, the patient was revised due to pain and instability. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Upon further review, this device is not reportable as it is not related to the event.